Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display and motor error from the insulin pump. The customer's blood glucose reading was 78 mg/dl. The customer stated that she received a motor error during bolus. The customer cleared the alarm and received a blank display. The customer stated that she had an issue with low battery life and found out she was using an old battery cap from a different pump. The customer declined to troubleshoot for motor error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to verify motor error alarm or perform the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. Motor passed motor test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched and cracked display window.